Event description:
Baxter reported that leakage from the connection between the transfer set and a mini cap occurred. The set had been in use for 5 days. There was no patient injury or medical intervention associated with this incident according to the affiliate.